Event description:
It was reported that the patient had been hospitalized with high blood sugar. The patient's blood glucose levels reached an unknown level while wearing the pod between 4 and 24 hours. The patient also stated that they felt very nauseous. Patient reported they had a heart attack a month ago, but this was not related to her omnipod system. The patient reported she was changing her clothes and noticed the pod had fell off the infusion site (arm), causing the cannula to dislodge. A new pod was placed and worn during ER visit. The patient was still in the ER (emergency room) waiting to be treated at time of call.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and high blood glucose levels. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.